Event description:
The user facility reported that a water hose connection to the water filter system for the system 1e processor had disconnected, causing water into accumulate in the room where it was located. No injuries were reported.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).

Manufacturer narrative:
A steris technician went on-site to inspect the water filter system and identified that the hose clamp on the water line was not properly tightened. The water filter system connection was repaired and tested, and the system 1e processor was placed back into service; no further issues have been reported. The steris service technician received re-training on the proper installation of hose clamps on (B)(6) 2011.